Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed physician from (B)(6) of peritonitis in a patient coincident with dianeal ultrabag therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter india technical services, the following was reported. On (B)(6) 2012, the patient was diagnosed with peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for peritonitis. The patient was treated with vanconex and zidime. At the time of this report the patient was recovering from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.